Event description:
A distributor reported on behalf of a customer that the c6368, spectrum ii suture hook, straight device was being used in an arthroscopy procedure on (B)(6) 2024, and ¿in the surgical situation, when the blade passed through the labral ligament, the str tip snapped off and the loose tip was removed from inside the tissue with the kingfiser instrument. There were no loose pieces left in the tissue. The str tip was attached to the stem spectrum (c6350). ¿. The procedure was completed with an alternate "competitor's device". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6350, spectrum ii handle will be listed as a concomitant device; there are no allegations against it.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the c6368, spectrum ii suture hook, straight device was being used in an arthroscopy procedure on (B)(6) 2024, and ¿in the surgical situation, when the blade passed through the labral ligament, the str tip snapped off and the loose tip was removed from inside the tissue with the kingfiser instrument. There were no loose pieces left in the tissue. The str tip was attached to the stem spectrum (c6350).¿ the procedure was completed with an alternate "competitor's device." There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6350, spectrum ii handle will be listed as a concomitant device; there are no allegations against it.

Manufacturer narrative:
Correction: d.1 has been updated with correct brand name. Additional manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 30 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook of needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked, or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Do not use disposable suture hook for more than one (1) procedure. We will continue to monitor for trends through the complaint system to assure patient safety.